Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's lead was showing high impedance. In turn, the patient was unable to receive effective therapy. As a result, the lead was explanted and replaced with a different model. Surgical intervention resolved the patient's issue.